Event description:
Patient reported obtaining a blood glucose result of 32mg/dl, while using the suspect product. Patient indicated that she immediately switched to a different strip vial and retested blood glucose with a result of 63mg/l. Patient noted that, at the time the results were obtained, she was not exhibiting any symptoms of hypoglycemia. Patient did not modify therapy based on these results. No patient injury was reported. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.